Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the nurse and obtained the following additional information regarding the reported event: the monopolar curved scissors (mcs) tip cover accessory was used on an mcs instrument for a da vinci-assisted radical prostatectomy procedure on (B)(6) 2023. The instrument and accessory were inspected prior to use and no damage or anything out of the ordinary was observed. Thermal damage was observed intraoperatively during use. The surgeon thought there was something wrong with the instrument. The instrument did not collide with an energy instrument during the procedure. No arcing was observed during the procedure. No fragment fall inside the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory as an incidental return to perform failure analysis. The tip cover accessory was analyzed and found to exhibit localized melting, which is indicative of arcing. The customer also returned the mcs instrument used in conjunction with the mcs tip cover. The mcs tip cover accessory was installed on the returned mcs instrument and the hole¿s position on the tip cover accessory did not align with the mcs char marks found on the instrument. The mcs instrument used in conjunction with the mcs tip cover was analyzed and found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. Additionally, the instrument was found to have thermal damage on the instrument tube extension.

Event description:
Intuitive surgical, inc. (Isi) received a monopolar curved scissors (mcs) tip cover accessory as an incidental return RMA. There was no alleged malfunction reported against this product.